Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced pain at the implant site and subsequently the device was explanted under local anaesthetic on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: it was reported in the initial report that the device was explanted on (B)(6) 2018. The device was not explanted only the magnet was explanted on this date. Additional: it has since been reported that the patient underwent surgery to explant the implant on (B)(6) 2019 and was administered oral antibiotics (date not reported). This report is submitted on february 18, 2019.